Event description:
The customer reported with severe acne after one of their family members used the device. The customer stopped using device and used curology product.

Manufacturer narrative:
The event was not reported within the required reporting timeframe due to delayed internal escalation. Upon identification, the complaint was immediately evaluated for reportability and submitted. A supplemental report will be submitted once investigation occurs.